Event description:
It was reported that this patient had received an inappropriate shock. A boston scientific technical services consultant reviewed the event and noted the signal looked good at the onset and then ventricular tachycardia (vt) began around the 30 second mark but self terminated. The sensing profile switched and t-waves became visible which continued until the shock was delivered. The consultant recommended further evaluation. Additional information was received that smart pass had been disabled. The consultant provided instructions on how to program smart pass back on. The system was subsequently explanted. No additional adverse patient effects were reported. Description : patient received an inappropriate shock. Requesting review. Device is programmed to primary 1x gain. Smart pass is on. Ts reviewed the event in question. The signal looks very good at the onset. A vt does begin around the 30 second mark but then self-terminates. Because the sensing profile switches at this point, it is then able to see the t waves. This continues until the shock is delivered. Ts states reprogramming to a different vector may not necessarily resolve this. Could consider putting the patient on a treadmill to get the rate up and then capture a reference s-ECG. Rep states she is not sure that can be done. Will run an automatic setup to see if a different vector is chosen and then discuss with md. Caller facility : null new attachment(s) : yes comment 1: title = notification: new e-mail on case date = (B)(6) 2022 20:54:16 owner = (B)(6). Rm service cloud 05290751 was updated on thu apr 28 00:00:00 utc 2022 with the following information: { "transaction type" : "update", "source systemid" : "05290751", "source system" : "rm service cloud", "last modifiedon" : "(B)(6) 2022", "event notification date" : "(B)(6) 2022", "event description" : " comment 2: title = rep checking patient at (B)(6). Smart pass was disabled and asking if she can put it back on. Explained going to manual set-up and just programming current vector. Then check smart settings to see if smart pass back on. Rep did this and re-enabled. Date = (B)(6) 2022 18:56:32 owner = (B)(6)", "event change history ID" : (B)(6). Rm service cloud 05290751 was updated on fri aug 12 00:00:00 utc 2022 with the following information: { "transaction type" : "update", "source systemid" : "05290751", "source system" : "rm service cloud", "last modifiedon" : "(B)(6) 2022", "event notification date" : "(B)(6) 2022", "event description" : " comment 3: title = (B)(6), abbott rep, calling about this sicd patient who is scheduled to have a device extraction and placement of a tv ICD due to ias next week. Rep states md was asking him questions about the procedure but he believes biotronik will be doing the extraction and then re-implant. Md wants to know what cap to use if abandon electrode? Can the electrode be taken out? Ts: discussed electrode may be possible to remove given implant < 1 year. Discussed would need to review if implanted with 2 or 3 incision technique and walked caller through suture locations. If md plans to abandon lead, would use df-4 cap. Md: (B)(6) hospital: (B)(6) hospital date = (B)(6) 2022 17:44:29 owner = (B)(6)", "event change historyid" : (B)(6)." } (B)(6). Hi (B)(6), I have very limited information on this situation. I'm not sure if the patient had any more inappropriate shocks after I saw him. I do know that the device was explanted on (B)(6) 2022. I'm not sure if there was any troubleshooting done after my check with the patient. Thanks, (B)(6). ________________________________________

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.